Event description:
The manufacturer received information alleging a ventilator's leak display was abnormal. There was no harm or injury reported. The device was not in patient use. During the evaluation the customer's complaint was confirmed. The display value was found to be higher than set. The device failed test steps during testing indicating a sensor malfunction. The device's sensor board was replaced to address the issue. The device was retested, and the sensor board replacement corrected the leak issue and the failed test issue.